Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was not working. The patient underwent a surgical procedure in which all components were explanted and replaced without patient complications. Upon removal, it was identified that there was a hole in the cylinders caused by a crossover and friction of the cylinders.